Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump completely failed'. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical and further information was unable to be obtained.